Manufacturer narrative:
Concomitant medical products: product ID a620, serial# unknown, product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Continuation of d10: product ID a620; product type: 0216-software; implant date ; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that on (B)(6) the patient's "system" stopped working. Agent asked the caller to clarify, and they stated that the patient had an "older device ," and on that device there was a "folder with an electrical bolt that came on, but that stopped coming on." The caller stated that their troubleshooting did not resolve the issue. The caller stated that the patient's ins charge level had gone "all the way down" and the patient was not able to perform any neurological function. As a result, the patient was taken by ambulance to the hospital on (B)(6) the caller stated that a female manufacturer representative (rep) met with the patient on (B)(6) and they noticed the patient's ins was turned off. The caller stated that the rep brought a device with them to turn the ins back on. The caller stated that the hospital provided the patient with a loaner device (agent was unable to get clarification as to what device the caller was referring to). On (B)(6) the caller stated that the mdt rep checked the ins again and got an error message. The caller did not know further details about the error message the rep saw. The caller said the rep told them that the error should not have happened, and that they were going to change out the patient's equipment tomorrow at an appointment. Today, the caller noticed the following error message in the dbs therapy app: 'error found. Contact your clinician and provide the service code displayed on the screen. Service code: 580.' The caller said the patient was charging the ins with the wireless recharger (wr) before they saw the error message. Agent had the caller press 'exit' and re-attempt connection. The caller confirmed communication was successful and they did not see the error message. The caller could see that the ins was 50% charged and therapy was on. The caller then put the wr on the patient's ins and confirmed it was charging. Per the recharger app, the wr had an excellent connection with the ins. Agent reviewed that the external equipment was working correctly.